Event description:
Additional information was received that the right atrial (ra) lead was replaced to resolve the event. The patient was stable and will continue to be monitored.

Event description:
During a clinic follow-up, episodes of myopotential oversensing and automatic mode switch were observed on the right atrial (ra) lead. Provocative testing was performed, and the noise was able to be reproduced. Additionally, the patient profile was updated so egms are saved if future episodes are triggered. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.